Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It was stated that patient expired from diabetic ketoacidosis and cardiac failure. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.

Event description:
Patient's sister contacted dexcom customer service on 08/11/2015 to report a patient death that occurred on (B)(6) 2015. Patient's sister stated that the patient was found by patient's mother. The patient had already passed away when he was found by his mother. No medical intervention was necessary. Patient's sister stated that emergency medical technician (emt) were contacted due to town procedure. Patient's sister stated that patient was wearing his dexcom continuous glucose monitor (cgm) at the time of death. Additionally, patient's sister stated that the cause of death was diabetic ketoacidosis and cardiac failure. No additional event information was provided.